Event description:
At about 1 month from primary, the patient came in reporting pain due to a dislocation. The cause of the dislocation is unknown. The surgeon revised the glenosphere, metaphysis, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 june 2025. Lot 2424845: (B)(4) items manufactured and released on 22-10-2024 expiration date: 2029-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional item involved in the event, batch review performed on 24 june 2025. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2424845 lot 2430414: (B)(4) items manufactured and released on 10-03-2025 expiration date: 2030-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.